Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was hard to read. The reporter did not provide any further information. This complaint is being reported because, at the time of contact, the display issue remained unresolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.